Event description:
It was reported during a prostate procedure fiber tip burnt, tip came off and started forward firing. The procedure was completed using second fiber. No patient outcome information provided.

Event description:
It was reported during a prostate procedure fiber tip burnt, tip came off and started forward firing. The procedure was completed using second fiber. No patient outcome information provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify signs of tip break/fracture. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. There are no signs of breakage along length of fiber. Based on the device analysis, the product complaint "fiber tip came off" could not be confirmed. The damages found on the fiber were determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.